Event description:
A nurse indicated that after completing a blood glucose measurement on a pt she removed the minilet end cap from the glucolet and was preparing to re-arm it. As she pressed down the plunger with her thumb she did not notice that the lancet separated from the minilet end cap and remained in the glucolet. She stuck herself with a used needle.